Event description:
It was reported that there was a lead integrity alert (lia) triggered by a competitor lead and as a result, the physician conducted a chest x-ray and noted there were no issues with the lead. Therefore, the physician was "confused about the lead and requested the device be analyzed." It was also noted there were "doubts about the compatibility of the unipolar competitor lead and the device." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.